Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to mid-nozzle and has under rode the lens. The lens was located within the loading area on top of the plunger. The leading haptic was positioned on top of the plunger ahead of the optic. The trailing haptic was misfolded completely underneath the optic along the left side of the plunger. The lens was not broken. The misfolded trailing haptic due to the plunger underride was most likely interpreted as the reported complaint. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. There have been one other complaint for the lot. The root cause cannot be determined for the reported complaint. The lens was not broken; however, a misfolded haptic due to plunger underride was observed. The appearance of the misfolded haptic was most likely interpreted as the reported complaint. It is unknown if a qualified viscoelastic was used. The instruction for use (IFU) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: due to rapid advancement faster than the instruction for use (IFU) recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c/73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the broken lens stuck in syringe. Patient contact is unsure. Additional information has been requested.